Event description:
Additional information received noted that as far as the office knew, the patient was doing fine after having his stim reprogrammed.

Event description:
It was reported that the patient fell and subsequently experienced a loss of therapeutic effect. The patient had an appointment with his healthcare provider scheduled for (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 39565-65, lot # v569430027, implanted: (B)(6) 2011, explanted: unknown; programmer: model # 37743, lot # nke161418n.